Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that female patient underwent implantation of a zmb00 21.0 diopter intraocular lens in the right eye. The lens that was supposed to be implanted was to be a model zcb00; however, at the time of surgery the technician provided the surgeon with the incorrect lens model. This was not discovered until one day post-op when the physician noted the wrong lens was implanted. The patient was fine with this lens and did not experience any reported problems; however, she wanted the lens removed and have the initially planned zcb00 lens implanted. The zmb00 lens was explanted a week later and was replaced with a zcb00. There were no issues associated with the explant and replacement procedure everything went well. The patient outcome was good and the patient is very happy.